Manufacturer narrative:
The biomedical engineer (bme) confirmed the reported issue and noted that it occurred intermittently. The bme ultimately ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was unresponsive to touch. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair. The investigation is ongoing.